Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. A pocket revision was performed as the device was compromising the skin integrity. Furthermore, the device pocket became inflamed and dehisced. The physician opted to do a system extraction. There were no additional adverse patient effects reported. The crt-d was explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. A pocket revision was performed as the device was compromising the skin integrity. Furthermore, the device pocket became inflamed and dehisced. The physician opted to do a system extraction. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Electrical testing was attempted; however, the right ventricular (rv) test lead could not be fully inserted into the rv lead barrel. High powered visual inspection of the rv lead barrel noted the outer coil contact spring had been displaced and pushed into the rv tip area in front of the rv tip terminal block. No further testing could be performed. It was unknown when the displacement of this contact spring occurred; however, there were no complaints against the function of this device. Analysis did not identify any device characteristics that would have caused or contributed to the reported infection/erosion.